Event description:
It was reported that a patient underwent a cystocele repair procedure on (B)(6)2009 and mesh was used. On (B)(6)2010, the patient complained about cystitis. On (B)(6)2010, a stone which was two to three millimeters in size was found in the urinary bladder around the meatus urinarius. The same day, the doctor transurethrally removed the stone, and mesh could be seen in the bladder. The mesh was not removed and the patient was discharged from the hospital. The doctor prescribed medicine to prevent stone formation. The patient is in stable condition. The surgeon opines that the event was likely to be due to placement of the mesh in the bladder wall by mistake. After the placement, the mesh became exposed on the inside of bladder and the stone was formed.

Manufacturer narrative:
(B)(4) cystitis - (B)(4) bladder stone, (B)(4) conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.